Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 20. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.